Manufacturer narrative:
Tandem's t:slim g4 user guide states: the maximum cartridge fill amount is 300 units. Do not overfill or ¿top off¿ when filling the cartridge as the additional amount cannot be delivered. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge decreased to 60 units after delivering a few bolus, and then the insulin gauge decreased at a normal rate. Review of the pump data logs by tandem technical support showed that the cartridge was filled with 310 units. The customer loaded a new cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 209 mg/dl.